Event description:
The user facility reported that at the conclusion of a patient procedure the table would not respond to commands from the hand control. Hospital personnel attempted to level the table to remove the patient and the floor lock indicator on the hand control read 'unlocked.' Hospital personnel visually looked at the table and the floor locks were still in a locked stated. The user facility utilized the auxiliary switches and commanded the table to their desired level. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
The steris technician inspected and tested the table and duplicated the reported event. With weight applied to the table the hand control indicator read "unlocked" even though the floor locks were locked. The technician made an adjustment to the floor lock micro-switches and returned the table to service. The table is not under steris service contract and is serviced and maintained by the user facility. No further issues have been reported.